Event description:
Continuous glucose monitor failed twice in a row. The first one failed after 7 days of use with the guidelines being followed and the correct usage. The 2nd cgm(continuous glucose monitor) failed within 14 hours of usage with all of the proper guidelines for use being followed. I reported both of these dexcom g7 failures to dexcom. Ref report: mw5164304.